Event description:
It was reported that the patient experienced discomfort and pain with this inflatable penile prosthesis (ipp). The patient underwent a CT scan for and it was found that it seemed that one rear tip extender was upside down. It was also said that the patient wants to evaluate options about this event. No further information has been reported.

Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient experienced discomfort and pain with this inflatable penile prosthesis (ipp). A computed tomography scan was performed and found that one rear tip extender was upside down. A surgical procedure was performed and all components were removed and replaced with a new ipp. There were no patient complications.

Manufacturer narrative:
B3: describe event or problem, d6b: explant date and h6: impact code were updated. B3 date of event is an approximate.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump, reservoir and rear tip extenders (rte) were visually and microscopically examined; the cylinders, pump and reservoir were also leak tested. Additionally, the cylinders were pressure tested and the pump was functionally tested. No anomalies were found with the reservoir and rtes. There were tears in the cylinder that occurred during explant. The pump did not pass the functional test because it did not pass the inflation test. Product analysis was unable to confirm the reported device issues. Based on the information available and analysis results, the reported clinical observations of malposition of device, pain and discomfort were unable to be confirmed. B3 date of event is an approximate.

Event description:
It was reported that the patient experienced discomfort and pain with this inflatable penile prosthesis (ipp). The patient underwent a CT scan for and it was found that it seemed that one rear tip extender was upside down. A surgical procedure was performed and all components were removed and replaced with a new ipp. There were no patient complications.